Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08099. Follow up information indicated the patient had the scs ipg explanted due to infection. The lead was left implanted.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08099. It was reported the patient had a possible infection at the ipg site, evident by leakage around the ipg site. The physician reported the infection was under control, no further intervention planned at this time.